Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer did not provide a blood glucose value; however, reported blood glucose level was within target range. The customer loaded a new cartridge successfully and received an accurate fill estimate.